Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024.

Event description:
The patient stated: my two front teeth chipped at the same corner. I'm afraid that when they align, they'll become crooked because of the chipped tooth. It looks like my front tooth is leaning inwards and becoming crooked. My teeth were never crooked, just gapped, so I'm worried about the outcome and the pain. The clinical team noted that the patient had slight chipping prior to treatment, but it seems to have worsened now. Clinical then requested a letter of recommendation from the patient.

Manufacturer narrative:
Report #3014845255-2024-02138 is a duplicate of report #3014845255-2024-00462 issued on 06-06-2024.